Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant installed in intraoral region #30. Forty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type I and bone graft was executed.